Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the ventricular sensitivity programmed off was confirmed. The root cause of the sensing control being turned off could not be determined based on the information provided.

Event description:
It was reported that following an magnetic resonance imaging (MRI) scan, the patient presented with discomfort. Loss of right ventricular sensing was noted on the device resulting in inappropriate and asynchronous pacing. Additionally, crosstalk oversensing was noted on the device. The device is not considered MRI compatible. Provocative testing was performed and no anomalies were noted. Abbott technical support was contacted and the device was reprogrammed to resolve the event. Additional interrogation attempts were performed, however, error messages were received resulting in unsuccessful interrogation. No additional intervention has been performed at this time. The patient was in stable condition.